Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator, cannula duckbill seal, circular seal and trocar appeared intact. A small sample jar with a fibrous fragment was received. The device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery for prostate cancer, when the bipolar forceps was inserted to the reported trocar, a foreign material of blue fibrous form was adhered to the forceps. The tip of the forceps was not sharp but quite blunt. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. No patient injury.